Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot .the receiver download retrieve tand reviewed.. The receiver log was reviewed and firmware errors and screen error alarms were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon aug 21 16:34:14 edt 2017 with MFR# 3004753838-2017-63991. The ack3 was received on mon aug 21 16:34:14 edt 2017 with coreid: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.